Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke off in the patient. The surgeon fired the device multiple times to push the suture up; the tip of the needle subsequently broke off in the shoulder space. An x-ray revealed the tip. The device was not retrieved. The case was completed by utilizing another needle to finish passing the sutures. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The complainant's event was confirmed; the tip of the needle was broken off/missing. Function test could not be performed due to device damage. The exact cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement has been placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.